Event description:
Report of high ventricular impedance detected in lead measurement at normal ICD change out. Device was removed from service. No patient complications have been reported as a result of this event.